Manufacturer narrative:
The report of stiffness along the pump cable was confirmed based on the photographs that were submitted by the user facility. The photographs revealed a kink of almost 90 degrees at the midpoint between the driveline exit site and the inline connector; however, the specific cause of the stiffness/kink along the pump cable could not be conclusively determined. It was reported that the patient was doing fine and there were no alarms or other issues with the device. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the vad coordinator observed a stiffness of the driveline. The stiffest part was directly in the middle between the driveline exit site and the modular cable connector, making a kink of almost 90 degrees. Before and after this point, the driveline appeared and felt flexible. There was no reported impact to pump function or to the patient. No additional information was provided.